Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been retained by the hospital. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Hospital retained.

Event description:
On 09/12/2016 it was reported to k2m, inc. That a set screw back out occurred approximately 1 month post-op. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been retained by the hospital. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Hospital retained.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a set screw back out occurred approximately 1 month post-op. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed. Since the set screws were retained by the hospital, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Hospital retained.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a set screw back out occurred approximately 1 month post-op. Patient was revised on (B)(6) 2016.